Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. For two days prior to this event, it was reported the patient had been receiving inaccurate cgm values, in addition to, intermittent sensor errors. On 08/19/2024, the patient was sleeping when he woke up and started ¿violently vomiting¿, eventually he was vomiting blood. No cgm or bg meter values were reported at this time. Emergency medical services (ems) was called and transported him to the emergency room. At the ER, the patient was told he was in diabetic ketoacidosis (dka). It was reported that there was a difference in the patient¿s cgm and bg meter values by 75 points (no specific values were reported). At an unspecified time later, while in the hospital, the patient¿s cgm was reading 264 mg/dl, and the bg meter was reading 312 mg/dl. The patient was also found to have a fever. The patient was treated with insulin, protonix, tylenol for the fever, and oxycodone and dilaudid for gastric pain. All medication were administered via IV, except for the oxycodone. The patient was discharged home after 3 days and was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.